Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic. The implantable cardiac monitor (icm) exhibited an interrogation issue but was ultimately able to be interrogated. Additionally, the icm recorded tachycardia/fibrillation events as a result of double counting. No intervention was performed. There was no patient condition reported.